Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The target lesion was external iliac artery. The patient's gender and age were unknown. Calcification was unknown. There was moderate vessel tortuosity and the rate of stenosis was 100%. After the pre-dilatation with unknown balloon catheter, smart control was delivered but the stent was not placed in the intended position. The stent jumped forward when deployed in the lesion. Therefore, additional stent (details unk) was placed at the proximal side and the target lesion was fully covered. The procedure was completed without any other issues. There was no adverse event and the patient is in stable condition. The stent did not prematurely deploy and there was no difficulty getting the stent to the lesion. The instructions for use advises the user to "initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker." It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. An internal cordis investigation revealed that pushing the sds against resistance can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, procedural factors and vessel characteristics may have impacted the event. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 14130460 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process.

Event description:
The target lesion was external iliac artery. The patient's gender and age were unknown. Calcification was unknown. There was moderate vessel tortuosity and the rate of stenosis was 100%. After the pre-dilatation with unknown balloon catheter, smart control (complaint product) was delivered but the stent was not placed in the intended position. The stent jumped forward when deployed in the lesion. Therefore, additional stent (details unk) was placed at the proximal side and the target lesion was fully covered by the stents. The procedure was completed without any other issues. There was no adverse event and the patient is in stable condition. The stent did not prematurely deploy and there was no difficulty getting the stent to the lesion.